Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and a review of the logs. The breathing system was dismantled and cleaned to resolve the reported issue.

Event description:
The hospital reported an alarm for low fio2 resulting in a hypoxic mixture in the patient circuit. There was no report of patient harm.